Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The anesthesia control board and flow sensors were replaced. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
It was reported the unit had a system malfunction. There was no report of patient involvement.

Manufacturer narrative:
USA report number 2112667-2016-00605 submitted on (B)(4) 2016 is a duplicate of USA report number 2112667-2016-00326 submitted on (B)(4) 2016.